Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found one complaint with the allegation of not draining within 90 days of the notified date.

Event description:
During follow up on an unrelated customer experience, the peritoneal dialysis patient stated that she was in the hospital for two weeks due to being overfilled, hernia, and water in her heart. Patient was admitted in the hospital on (B)(6) 2018. Additional information was solicited.

Manufacturer narrative:
Clinical review: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the subsequent hospitalization for fluid volume overload, pulmonary edema, pneumonia and acute hypoxic respiratory failure. Fluid overload in peritoneal dialysis (pd) patients can manifest as generalized edema, pulmonary edema, and hypertension and it may reflect any combination of inappropriate prescription, noncompliance, and loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction, (boudville and blake, 2016). There is no documentation suggesting a causal relationship between the events and the liberty select cycler; additionally, no device malfunction or deficiency was alleged. The patient¿s pulmonary edema and fluid overload is the result of inadequate ultrafiltration from not being able to conduct pd therapy with the 4.25% solution. The patient¿s status improved and the patient was discharged on levofloxacin and prednisone. Additional information, fluid overload.

Event description:
Additional information was solicited and received which confirmed the patient¿s hospitalization from (B)(6) 2018 for fluid overload, pulmonary edema and pneumonia. According to the report, the patient presented with difficulty breathing, lower extremity edema, worsening cough (with clear sputum) and systolic blood pressure in the 190s to 200s. The eyes blood pressure was 200/123 and chest x-ray showed right lower lung consolidation, small right pleural effusion, infiltrates and pulmonary edema. The patient reported draining far less than the 2500 ml and estimates retaining about half a litter for three days. The patient was started on ceftriaxone and azithromycin for pneumonia (dose frequency and duration unknown) and 2 liters of oxygen via nasal cannula was provided for hypoxia. Nebulizer treatments and prednisone (dose and frequency unknown) was given for chronic obstructive pulmonary disease (copd). For pulmonary edema and fluid overload the patient received two doses of intravenous lasix; 40 mg initially followed by another 80 mg. The patient was also placed on rocephin and levaquin (dose, frequency and duration unknown). The discharge summary also indicated the patient missed three days of 4.25% solution for ultrafiltration on a dialysis regiment that included 5 exchanges on the cycler over 10 hours with a volume of 2000ml using two bags of 2.5% dextrose solution and one bag of 4.25% dextrose solution. Aggressive ultrafiltration (4.25% dextrose for the first two exchanges, then 4.25% alternating with 2.5% dextrose solutions) was required including manual exchanges during hospitalization.